Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 9x3.0 mm balloon ruptured at six atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.